Event description:
It was reported that the right ventricular (rv) lead has increasing thresholds, undersensing low r-waves, and pocket stimulation upon programmer head application. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed with no anomalies found. Visual summary analysis of the lead indicates apparent explant damage. (B)(4).